Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) which was included in the mid-life display of replacement indicators product update classified as a product advisory was initially communicated on (B) (6)2007, declared elective replacement indicator (eri). The monitoring voltage was 2.59 volts and the charge time was 19.2 seconds. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Attempts to retrieve additional information have been made. At this time there is no additional information available. If additional information becomes available, the event will be updated.

Manufacturer narrative:
Additional information received indicated that a replacement procedure has been scheduled. The device planned to be returned for analysis following the device explant.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.

Event description:
--